Event description:
The hospital reported the image on the endoscope was cloudy. No other information was provided by the hospitals. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: visual inspection of the returned scope shows that the optics were compromised. The scope will be sent to scholly fiberoptics for further assessment.